Event description:
Asr revision to take place on (B)(6) 2015. Asr resurfacing - right. Reason for revision - unknown. The product code for femoral head was incorrect for the lot number - product code (B)(4)came up as a cup and did not have the lot number 1949445 - the lot number on (B)(6) showed up femoral head 999804653 - this has been used on the com. Lot 1945516 was not for a head but cup - (B)(6). 23 feb 2015 - update amended manufacture date on femoral head - 01 sept 2005 - (B)(6). Update 10 mar 2015: rec'd (B)(6) with reason for revision (alval / soft tissue reaction), dp reference, surgeon 1st name ((B)(6)). (B)(6) 2015.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr revision to take place on (B)(6) 2015. Asr resurfacing - right. Reason for revision - unknown. * the product code for femoral head was incorrect for the lot number - product code 999804652 came up as a cup and did not have the lot number 1949445 - the lot number on jde showed up femoral head 999804653 - this has been used on the com. Lot 1945516 was not for a head but cup - 999805360 - 1945516. All checked on jde. * on 23 feb 2015 - update amended manufacture date on femoral head - 01 sept 2005 - (B)(6) 2015. Update 10 mar 2015: rec'd crawfords claimsuite with reason for revision (alval / soft tissue reaction), dp reference, surgeon (B)(6). (B)(6) 2015. Update alert date (B)(6) 2016. Attached scf, added additional hospital, added additional reason for revision . Taken from scf dated (B)(6) 2016. Additional reason for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.